Manufacturer narrative:
One cac adapter ((B)(4)) was returned for evaluation. The other cac adapter ((B)(4)) was not returned for analysis. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. (B)(4) passed visual examination and functional testing. There was no evidence of a device malfunction regarding this unit. No evaluation was performed on (B)(4) since the device was not returned. Review of ip record did not indicate there were any malfunctions associated with this device during ip inspection. The reported event could not be confirmed. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Controller ac adapter - (B)(4) / 1430de. Device problem code: connection issue. Actual device not evaluated. No results available since no evaluation performed. Device not returned.

Event description:
It was reported that two of the patient's controller ac adapters were difficult to connect to the controller due to damaged connectors. The vad nurse tested the devices and decided to exchanged both ac adapters. There were no patient consequences associated with the event. No further information was provided.